Event description:
During device preparation, the device was not able to be interrogated. A wand was placed and interrogation was not successful. The device was not implanted and a new device was successfully implanted to resolve this event. The patient was stable.

Manufacturer narrative:
The reported events of no inductive telemetry was confirmed. The device was received with not telemetry and no output. Device was cut open to find high current drain and battery at normal levels. Further analysis isolated the high current to hybrid. Additional testing of hybrid showed that cause for high current drain is consistent with failure of u1 ic chip.